Event description:
Customer alleged that a housekeeper caught her foot on the pt pendant cord and fell. The housekeeper tore their rotator cuff due to the fall.

Manufacturer narrative:
The hill-rom field investigation stated that the bed was found in the lowest position with the pendant cord making a loop on the floor. This report is being filed as a 5 day report. Please reference hill-rom number 1824206-2006-00038 for details.